Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: australia

Event description:
It was reported that during surgery, the unit had debris in sterile packaging. There was no patient harm/injury reported. There was a surgical delay of an unknown amount. Another device was used to complete the surgery. Due diligence is in progress, no further information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d9, g3, g6, h2, h3, h6, h11. The device was returned sealed in the sterile packaging. Visual examination of the returned product confirmed the battery pack was busted open and there was black debris from the battery expulsion throughout the sterile packaging. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Due diligence is complete and no additional information is available.

Event description:
There was a surgical delay of one hour. Due diligence is in complete, no further information was available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been updated: b4, b5, d2, g1, g3, g6, h1, h2, and h11. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.